Event description:
Patient is status post right hip replacement in 2003. Patient has had complaints of pain. Patient was admitted for a revision right hip. During the procedure the stem was found to be broken and all components were removed and replaced.